Event description:
It was observed that during the device inspection, there were foreign objects inside the nozzle of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained inside the nozzle was not confirmed. The instruction manual states the detection method associated with the event in¿ evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ and preventative measures in evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor field performance for this device.